Event description:
It was reported that the platform's blue casing is cracked, it has an unknown user advisory and the lifeband does not fully retract. Both the user advisory and the lifeband not fully retracting occurred during daily check. There was no patient involvement. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.